Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 350 mg/dl, while wearing the pod between 4 and 24 hours. The lg reported they replaced the patient's pod at approximately 20:00 the night before, and went to bed. At 03:00 in the morning they received an automated delivery restriction (adr) alert, with large ketones. An adr alert indicates that the omnipod 5 system detected a situation where the algorithm had been delivering the maximum amount of insulin or suspended insulin delivery for an extended period. The lg reported calling the patient's healthcare professional (hcp) who advised changing the pod and administering insulin via a manual injection. The lg reported taking the advised steps, and that they were unsure if the cannula had been properly inserted in the infusion site (abdomen). It should be noted that the patient is new to omnipod 5.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of damages or defects that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. The data downloaded from the received device showed the pod did not generate a hazard alarm during operation. No abnormalities were present in the data.